Manufacturer narrative:
Correction to a1: patient initials provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that post ventricular assist device (vad) implant approximately 12 hours after extubated, the patient was found to have a left hemiparesis. Stroke work up was initiated and the computed tomography (CT) confirmed r corona radiate hypodensity with negative cta and perfusion. There was no intervention pursued. The patient later reported feeling well and was able to move their left arm and leg, but they were still weak. There was no numbness or other neuro deficits. Additional information was received 03nov2021 that the patient's outcome was ongoing at the time or withdrawal from the clinical study.